Event description:
Customer reported a pt was being transferred from o.r. To cticu when the pump module infusing neosynephrine stopped. The anesthesiologist who was assisting with pt transport, needed to administer boluses of neosynephrine to maintain the pt's blood pressure until the module was replaced. Although requested, no additional event or pt information was provided.

Manufacturer narrative:
(B)(4). The pump module has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.